Event description:
Additional information received states that there are no pieces in the patient, the surgeon confirmed by x-ray.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle w/quick-coupl l110 was broken across the dowel pin in several piieces, all fragments were received for evaluation. A dimensional inspection for the handle w/quick-coupl l110 was not performed due to post manufacturing damage. It was determined that the design tolerance of the device resulted in press fits between the handle bore and coupling shaft and the dowel pin hole and dowel pin. These tolerances were shown to be too tight for the press fit between the stainless-steel shafts and the ppsu holes in the handle. The interference fits generate internal stresses that can led to the handles cracking, breaking during use, and breaking within the package. Therefore, the root cause of the handles cracking and breaking is the tolerances too tight for press fit which is classified as a dimensional interaction. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle w/quick-coupl l110 would conntribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 311.430. Lot # 2149505. Manufacturing site: zuchwil: synthes gmbh. Supplier: na. Release to warehouse date: 17 aug 2005. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient was injured, and the primary surgery was performed with vacp for the left clavicle fracture on (B)(6) 2023. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, a removal surgery was performed with the handle with quick coupling. When using the handle in question to remove the first screw, the handle was damaged in pieces. Therefore, the handle in question was replaced with a backup hospital-owned handle, and the operation was proceeded. The implants were removed without any problems, and there was no harm to the patient and no surgical delay. The implants were removed as bone union had been achieved indicating treatment success.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.